Manufacturer narrative:
The device passed testing for delivery accuracy using the customer's tubing set. During testing, the device delivered a measured volume of 19.7 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 0318, the device was programmed for a piggyback delivery of cefazolin 1 g/50 ml, at a rate of 100 ml/hr, with a vtbi of 50 ml, and the delivery was started. At 0348, piggyback delivery end and device resumed basic program. At 0527, the device was programmed using the drug library to deliver IV fluid with additives, at a rate of 80 ml/hr, with a titrated vtbi of 100 ml, and the delivery was started. At 0644, the vtbi was reprogrammed to 950 ml. At 0927, the device was programmed to deliver cefazolin 1 g/50 ml, at a rate of 100 ml/hr, with a vtbi of 50 ml, and the delivery was started. At 0951, piggyback delivery end and device resumed basic program. At 1530, the device was powered off. At 2142, the device was powered on. On 2156, the device was programmed to deliver using the drug library to deliver IV fluid with additives, at a rate of 80 ml/hr, with a vtbi of 950 ml, and the delivery was started. On (B)(6) 2013 between 0449 and 0453, the device was placed into standby mode, cassette was ejected and the device was powered off. A review of the device history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. On (B)(6) 2013 at 2156, the device was programmed to deliver an unspecified IV fluid, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was programmed for piggyback delivery of an unspecified antibiotic and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse went to the pt's room to start the delivery of a piggyback of cefazolin 1 cm. No specific programming parameters were provided. At that time, the nurse noted the previous antibiotic and primary container were full; however, the device display indicated 500 ml had been delivered. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical use. It was unspecified if therapy was completed using replacement device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.